Manufacturer narrative:
The insulin pump was received with intermittent response from the act button, due to flattened button dome switch. The suspend feature is working properly. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called and reported that a button on the insulin pump was sticky and there was a crack on the device. Customer's blood glucose was not known. It was stated the device may have been exposed to perspiration. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.